Event description:
It was reported that a non-sustained lead noise alert was observed when an asymptomatic patient presented to clinic for a follow-up. Post-paced t wave oversensing on the ventricular lead was noted. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.